Event description:
Livanova deutschland received report of a defective bubble sensor, detecting bubbles intermittently, with error message displayed onto the unit. Reportedly, all connections and bubble module were checked with no issue. Even installing the sensor on another hlm machine, the problem persisted. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.